Event description:
It was reported that the graft did not feed through the machine during surgery. There was no harm to the patient or operator. Another mesher was used to complete the surgery. There was a 10 minute delay and the surgical technique was utilized. No adverse events were reported as a result of this malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Foreign country: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; d9; e1, e2, e3, g2, g3; g6; h1; h2; h3; h4; h6, 10 the event cannot be confirmed. Review of the most recent repair record determined that the unit was out of calibration. The unit was recalibrated and resolved the reported issue. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.